Manufacturer narrative:
(B)(4). This is a literature study report from (B)(6) titled, ¿rare occurrence of fatal candida haemulonii peritonitis in a diabetic capd patient¿ with a purpose of reporting a case of rare occurrence of fatal candida haemulonii peritonitis in a diabetic capd patient. The study was published online 30 jul 2014 in the renal failure journal. Authors of the study were anand yuvaraj, anusha rohit, priyanka joseph koshy, p. Nagarajan, sanjeev nair, and georgi abraham. The patient passed away on an unreported date. On an unknown date, the patient experienced fungal peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis and subsequently passed away coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The fungal peritonitis was manifested by abdominal pain. The cause of the fungal peritonitis was not reported. On unreported date(s), the patient was treated with "standard ispd guideline peritonitis treatment" (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. On unreported date(s), the patient was treated with voriconazole 200 milligrams twice daily intravenously (duration not reported) for the fungal peritonitis event. The cause of death was candida haemulonii peritonitis and cardiac arrest. It was not reported if the patient was hospitalized for the fungal peritonitis event or was hospitalized at the time of death. The patient was not recovered from the fungal peritonitis event at the time of death. It was not reported if an autopsy was performed. On an unreported date, the peritoneal dialysis catheter was removed, dianeal therapies were discontinued, and on an unreported date, the patient was started on hemodialysis therapy. No additional information is available.